Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent elevated blood glucose after a supply change using the contact detach infusion set; subsequent inspection revealed a bent connector needle and an air bubble, and a full supply change was completed with insulin delivery resumed. The user experienced a glucose peak of 363mg/dl with no associated symptoms reported. Outcomes included no health consequences or impact. Investigation included troubleshooting and education with guided connector inspection and a complete supply change. Investigation of this case revealed a device-use issue related to the connector interface that presented as a bent needle and air in the line, which likely impeded insulin delivery; replacement of the infusion set and complete re-setup resolved the condition. It was concluded, based on previously established findings for similar reports, that the cause was use-related factors affecting the infusion set connection rather than a device malfunction.

Manufacturer narrative:
This supplemental report is being submitted to correct the previously submitted annex e clinical symptom coding.